Event description:
Patient was asked "what problem does your baby have?" And the patient reported "a birth defect (congenital anomaly or malformation), specify - short or light frenulum." This event is side non specific. No treatment was indicated and the device remains implanted. This is for the right side device. Please refer to MFR: 9617229-2015-00108 for the left side.

Manufacturer narrative:
(B)(4). Allergan has not received the product at this time. Therefore no analysis or testing has been done.

Event description:
Device has been explanted.